Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02823. The patient received his scs system on (B)(6) 2008. It was reported that the patient had a change in stimulation and an x-ray showed that both leads had migrated. One lead had two invalid contacts as well. Once lead was replaced and one lead was surgically repositioned. After the procedure, the patient had good stimulation. No additional information is available at this time.

Manufacturer narrative:
Results - as received, the lead failed continuity testing on two channels. Conclusions - the complaint for: "ineffective stimulation" was confirmed. The complaint for "lead migration" cannot be confirmed by product analysis testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.